Event description:
The pt had two trial leads from the same lot. It was reported the pt experienced intense back pain. As a result, the leads were removed. The pain remained even after the leads were removed. Follow-up revealed the pt was admitted to the hospital on (B)(6) 2014 due to an alleged infection. The alleged infection was ruled out and the pt was not given antibiotic therapy. The doctor believed the pt's issue was related to inflammation from the needle tract.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.